Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient started treatment with a loading dose intraperitoneal (ip) injection of vancomycin 1gm and once daily ip injection of fortum 1gm. The outcome and root cause of the event of peritonitis was unknown. Pd therapy was ongoing.